Event description:
Pt revised to address pain, exchanged patella.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. Prod info required to review the device history records was not provided. The investigation was limited to the info provided. The initial reporting indicated the prod was not suspected of failing to meet specs or contributing to the event. The investigation could not draw any conclusions about reported pain. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd, the investigation will be re-opened.